Event description:
A user facility reported that during an intraocular lens (iol) implant surgery, there was a "torn capsule." The iol was removed and replaced with a lens in the sulcus during the same procedure. In a f/u, the nurse administrator stated she is unable to identify the surgeon nor the pt for this event; therefore, no add'l info could be provided. No further info is expected.

Manufacturer narrative:
Eval summary - the product was returned for analysis and the reported complaint was not observed. The lens was damaged and this damage was not mentioned by the customer. Results from the product history record review indicated the product met release criteria. Add'l observations were as follows; lens returned positioned incorrectly. Solution is dried on the lens. Both haptics are bent at the gusset/arm areas due to the condition of the returned sample. One haptic tip is broken/torn and is not returned. The optic is scratched/marked rejectable. We are unable to confirm the reported complaint. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. There have been no other complaints reported in the lot number. Add'l info was requested on 02/17/2012, 02/20/2012, and 02/21/2012 by phone, fax, and mail. The account was unable to provide add'l info. No further info is expected. (B)(4).